Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the biliary tract for an endoscopic retrograde cholangiopancreatography (ercp) procedure with calculus extraction performed on (B)(6) 2022. During the procedure, the balloon was able to be inflated but the balloon would not deflate when re-entering the biliary tract. The balloon was removed from the patient and the physician cut the balloon to remove it from the scope. The procedure was completed with another extractor pro xl retrieval balloon. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).